Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event log displayed a string of power_cable_disconnect / no_external_power alarms on 11feb2025 at ~3:27am while tethered on the mobile power unit (mpu). These alarms appear to be caused by power to the mpu being briefly interrupted. There were no other unusual events seen within the log files. The mechanical circulatory system equipment appeared to be operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The mpu was said to have a v-lock connector to the ac power cord and that it is unclear if the ac power cord came loose at the wall outlet or if there were any environmental circumstances that would have affected ac power at the time of the event. It was also said that the ac power cord did not come loose from the back of the unit at the time of the event. An additional review of the submitted log files was performed by product performance engineering, and it was found that the no external power alarm at 3:27 on (B)(6) 2025 appears to be consistent with both power cables being simultaneously disconnected from external sources.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed by review of the submitted log file. The log file contained approximately 3 days of information (10feb2025 to 13feb2025 per timestamp). A no external power alarm was observed to be active from 3:27:22 to 3:27:30 on (B)(6) 2025; this alarm activated due to both power cables being simultaneously disconnected from external sources. The alarm resolved when the white power cable appeared to be reconnected to the mobile power unit. There were no interruptions in pump operation during this event, and the system controller¿s backup battery activated as intended. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the no external power alarm was suspected to be user error, in simultaneously disconnecting both power cables from external power. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D - section 2 ¿how your heart pump works¿ warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook, rev. D - section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.